Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia (bph) conducted during the test period, an anomaly occurred with the device. Technical support was contacted during the procedure for assistance; however, it was indicated that the issue was related to the generator. While attempting to diagnose the reported prime failure, three kits were opened. No patient complications were reported. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.